Event description:
The manufacturer received information that a trilogy evo device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed vent service required error code e237 (evt_internal_batt_wake_volt_failed) in the error log. This error is an internal battery failure and the component will need to be replaced to address the issue. Additionally, the data identified additional unrelated error codes, therefore the obm subassembly, blower assembly, and display pca will need to be replaced. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The flow sensor, fio2 tubing, and in-line filter were contaminated with dirt. Due to the 4 year preventive maintenance procedure, the air foam inlet filter, muffler and particulate filter will be replaced. The pm label will be added to the unit.

Manufacturer narrative:
The reported failure of evt_internal_batt_wake_volt_failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.